Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Concomitant medical products: thermocool® smart touch® sf uni-directional navigation catheter, us catalog #: d134702, lot #: 30136301l. Carto 3 system, us catalog #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient with pre-existing condition of very low ejection fraction of 15%, underwent a left sided ischemic ventricular tachycardia (isvt) ablation procedure with two thermocool® smart touch® sf uni-directional navigation catheters and suffered a cerebrovascular accident (cva). Surgical intervention (impella device placement) was required for maintaining hemodynamics. During the procedure when connected the thermocool® smart touch® sf uni-directional navigation catheter (30136301l) to the carto 3 system, ¿magnetic sensor error¿ and ¿force sensor error 106¿ were displayed on the system. The cable was replaced but the issue remained. The catheter was exchanged, and the issue resolved. Towards the end of the case, while using the second thermocool® smart touch® sf uni-directional navigation catheter (lot # unknown), the patient was noted to have neurological changes consistent with an ischemic stroke. Condition was determined by based on brain wave activity. It is unknown if medical/surgical intervention or extended hospitalization was required. The patient was anticoagulated per protocol. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. It is not believed that a biosense webster, inc. Product was the root cause of the adverse event. Other relevant history includes: patient had large ventricular scarring causing multiple clinical vt¿s. The procedure required the placement of an impella for maintaining hemodynamics. The magnetic distortion issue was assessed as not reportable. The issue was highly detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto. The potential risk that it could cause or contribute to a serious injury or death was remote. The force sensor error 106 was also assessed as not reportable as the warning functioned as intended. The cerebrovascular accident and surgical intervention were considered serious and MDR reportable.